Event description:
A user facility reported that an electromechanical ambulatory infusion pump is under infusing. The customer had little information with regard to the alleged device failure, because the pump had been out of service for some period of time. However, they did indicate that there was no injury associated with the event.